Event description:
Per complaint (B)(4), a patient's dental implant did not achieve primary stability. Additionally, the insertion instrument became wedged with the implant system during the operation. When the implant became released, the bone lamella walls were damaged. Osteopenia was also reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.